Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received insulin flow blocked alarms. The customer's blood glucose was 252 mg/dl at the time of incident. It was reported that had changed set and reservoir 4 times and the alarms always comes back. No damage on used set visible and the sets have all been thrown away so no return is possible. The customer does not have product to return and did not know the lot number troubleshoot only. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.